Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was missing information. There was no reported adverse impact to the customer. Reportedly, the customer continued using the pump for insulin therapy.